Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief during the trial procedure. It was mentioned that the patients spinal cord stimulation (scs) leads had migrated. The patient underwent a lead pull and was doing well postoperatively. The explanted leads were discarded per facility policy.